Event description:
The device delivered inappropriate shocks due to noise. Lead was capped.

Manufacturer narrative:
Analysis found that the sensing coil was fractured close to the crimp sleeve to the connector ring as a result of fatigue. Due to increased stress and an accelerated fatigue, over time the sensing coil fractured. This resulted in the reported noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.